Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 6 mm to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with star on (B)(6) 2012 due to arthritis of the left ankle. On (B)(6) 2016 the patient had to be revised as the polyethylene sliding core was found to be fractured. The broken sliding core was removed and replaced by a new one. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe in¬lay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. The returned sliding core was completely fractured in half in the medial/ lateral direction and showed significant material deformation at medial. The polyethylene sliding core featured a talar wear scar (significant abrasive wear and deformation) adjacent to the keel-trough, which was produced by the contact with the talar component. Abrasive wear and deformation was furthermore found at the medial edge, which most likely was linked to bone contact. The above described surface damage of the sliding core was consistent with component misalignment. The received surgery report of the primary surgery indicated that the patient had a left valgus ankle deformity pre- as well as postoperatively. The surgery report of the revision surgery, x-rays and further medical records were not received as they were not released by the hospital. Thus a real medical statement was not possible. Based on the above information, the breakage of the sliding core was not related to a deficiency of the device, but was most likely caused by an eccentric loading of the poly component due to a deformity of the left ankle (valgus). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
As per sales rep vm message: left ankle. Revised a star total ankle. Removed a fractured polyethylene insert and replaced it.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be available to stryker.

Event description:
As per sales rep vm message: left ankle. Revised a star total ankle. Removed a fractured polyethylene insert and replaced it.